Manufacturer narrative:
This is our combined initial and final report on this incident.

Event description:
The customer reported a false negative reaction with ih-panel 11 on the ih-1000 instrument. The customer stated that the specificity of the missed antibody was anti-e. According to the antigen table the reagent red blood cells #2 and #6 were e antigen positive and therefore supposed to react positively. The customer stated that the patient sample showed weak positive reactions with ih-panel plus 6. Therefore, the customer complained only about the ih-panel 11. The exact date of event is not known, so we assumed the date of awareness also to be the date of event. The customer did neither provide the complaint sample of the allegedly defective lot for investigational testing nor the patient sample that caused the false negative reaction. Therefore our quality control laboratory tested their retention sample of the supposedly defective lot on the ih-1000. The testing was performed with known antibodies (anti-e, anti-d and anti-fy(a)) and donor samples. All positive and negative reactions were correct. The anti-e could be identified without any issue. Additionally, the e antigenicity of the claimed lot was compared to other homozygous and heterozygous e antigen positive reagent red blood cells (rrbcs). This potency testing was done manually. All e antigen homozygous rrbc yielded the same titer, the titer of the e antigen heterozygous rrbcs were one to two titer steps lower due to the different zygosity. The testing confirmed that the e antigenicity of the claimed ih-panel 11 lot was not weakened. Due the lack of the data files of the instrument an investigation of the involved ih-1000 was not possible. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.